Event description:
It was reported that during use of the product, a kink was found in the tube. When the product is cold at the beginning of use, it is difficult for circulating water to flow due to the kink. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection was performed. Pictures attached: according to the photos received it can be observed squeezed tube in photo 2 and photo 3. Received sample: one sample was received in used condition without original package. Visual inspection results: per visual inspection, squeezed tube was detected. The failure mode cannot be replicate therefore the root cause is not attributable at the manufacturing process, root cause is the unit has been damaged after it left facilities. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed.